Manufacturer narrative:
The distributor spoke with the consumer who alleges the chair had unintended movement while indoors at home resulting in a skin ulcer on their heel. The consumer alleges they broke her leg two years ago on a similar incident and has never reported it. No medical info has been provided to the dealer regarding these allegations. The dealer has inspected the chair and found that the users programming parameters were set high speed. The dealer adjusted the speed to a slower indoor speed. The chair appeared new to the dealer with no discrepancies info suggests programming adjustment appears to be inappropriate for this user. MDR filed based on alleged skin ulcer.

Manufacturer narrative:
(B)(4) - unit was returned on RMA # (B)(4) and inspected: visual: the display's housing had evidence of scratches. Functional: the display was connected to a known good compact joystick, joystick cable, controller, set of motors, and batteries, and then operated. No discrepancies were observed. Complaint could not be duplicated. The distributor spoke with the consumer who alleges the chair had unintended movement while indoors at home resulting in a skin ulcer on their heel. The consumer alleges they broke her leg two years ago on a similar incident and has never reported it. No medical information has been provided to the dealer regarding these allegations. The dealer has inspected the chair and found that the users programming parameters were set high speed. The dealer adjusted the speed to a slower indoor speed. The chair appeared new to the dealer with no discrepancies. Information suggests programming adjustment appears to be inappropriate for this user. MDR filed base on alleged skin ulcer.

Event description:
The consumer alleges the chair turned on by itself and drove into the coffee table, throwing her onto the floor and torn the skin off of her heel. The consumer alleges a similar incident occurred two years ago resulting in a broken leg.

Event description:
The customer alleges the chair turned on by itself and drove into the coffee table, throwing her onto the floor and torn the skin off of her heel. The customer alleges a similar incident occurred two years ago resulting in a broken leg.